Manufacturer narrative:
A product sample was received for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that, during testing, the device failed accuracy +8.15%. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with tamper seal all intact. There was no evidence of the error recorded in the event history log. The reported problem was duplicated. Running three accuracy tests, the pump was found to be over delivering and not consistent to the manufacturing specifications. Signs of fluid ingression was found on the chassis base. The investigation found that inaccurate delivery and possibly fluid ingression were the likely cause of the reported problem. For corrective action the expulsor assembly was replaced. The root cause of reported problem was unknown. Product is beyond 15 years from manufacture date of 2006-10 and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.